Event description:
It was reported that the patient's drg system was explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed lead migration. As a result, the patient¿s leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 2. It was reported that the patient experienced lead migration confirmed by x-ray. Surgery may occur to address this issue. Manufacturer reference report number #:1627487-2021-12975.